Manufacturer narrative:
Complaint no.: (B)(4). No samples were returned for evaluation. A batch review was not possible in this instance, as the lot number was not provided; therefore, the reported issue could not be confirmed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to have the administration port broken off. The issue was discovered prior to the patient infusion. This report documents no patient involvement or adverse events. No additional information is available.